Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues or alarms.

Event description:
It was reported, pt was hospitalized for dka.